Event description:
It was reported that the subject device had no image on screen. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the monitor components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.